Event description:
Patient is reported to have developed a burn with blister on the left heel, approximately 4 cm in diameter, following treatment with the anodyne professional unit, administered by a health care professional. The patient has received medical intervention, which consisted on draining the blister and application of a dressing. Patient reported they have completely healed.